Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation and the results of the device history records (DHR) review. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the communication between the scope and video processor because of the pin buckling due to the following: when inserting the video connector into the video connector socket on cv-190, the missing part of the video connector tip was caught in the pin inside the video connector socket on cv-190. With the inserted video connector caught, and the video connector was inserted further, the pin inside the video connector socket of cv-190 was pushed back, and the pin was seated. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: check that the electrical contacts on the camera head connector are free of abnormalities such as bending, crushing, etc.

Manufacturer narrative:
The device was returned to olympus. The user report was confirmed. A full inspection of the unit was performed and the unit failed inspection due to the bent pin inside scope socket connector causing the image issue with 180 scopes. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
User reported to olympus the front video connector of the evis exera iii video system center has damaged pins causing black and white images when using 180 series scopes and color images when using 190 series scopes. No patient harm or injury occurred due to this malfunction.